Event description:
It was reported that the device was used during a laparoscopic colpopexy. It was reported by the rep that the surgeon used (2) 511sd trocars. Both outer gaskets tore and leaked carbon dioxide. One piece of the gasket landed in the pt and was removed. The trocars were replaced. There was no consequence to the pt.